Event description:
Additional information received for clarification of the event: the suture of the proglide device came out of the anatomy when the device was removed. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via 8fr sheath after a percutaneous coronary intervention procedure. Reportedly, when the device was removed, the suture completely came out of the device. Manual arterial compression was used to achieve hemostasis. The physician commented that he was not sure if he had confirmed that blood marking from the marker lumen had adequately ceased. There was no report of adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.